Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed preventive maintenance (pm). The reporter stated that using a gravimetric testing device of a scale; running at 40 ml/hour and with a volume to be infused (vtbi) of 20 ml, this delivered under 18 ml each time. The event happened during preventative maintenance (pm) testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. The device was tested at a rate of 40ml/hr and 500ml/hr with accuracy error percentages of -1.875% and -3.3218% which are both within 5% specification. No cause was identified and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.